Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with rods in an unknown spinal therapy for patient's increasing deformity. It was reported that the right rod broke. Patient had pain with rod breakage. Patient underwent revision surgery with rod replacement. No further complications were reported/ anticipated.